Event description:
The facility initially reported the following event in 2009. Additional information was provided to writer by international affiliate about 15 days later. The facility reports a patient's husband was shocked by the device, while plugging it in to an outlet. Pain was reported, there was no visible damage to the man's skin. Other adverse symptoms were not reported. Although requested, additional information was not available.

Manufacturer narrative:
This device has not been received for evaluation. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation, or if additional information becomes available.